Event description:
The tech alleged the brake casters are not holding in brake mode. No pt impact.

Manufacturer narrative:
The tech found the brake linkage is broken. The tech replaced the sims screw, roll pin, rocker arm and connection rod to resolve the issue.